Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire, they are unable to squeeze the handle but were able to press the green button.